Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer was receiving sensor error alarms. The customer also reported receiving calibration errors and lost sensor alarms. The customer also reported a low blood glucose event where their blood glucose declined to 27 mg/dl. Customer stated their insulin pump never alerted them of their low blood glucose. The customer also reported their sensor glucose and blood glucose readings were off. The customer stated their more recent blood glucose was 112 mg/dl and their sensor glucose was showing 135 mg/dl. Customer declined to troubleshoot any further. No additional information provided.